Event description:
During an in-house quality inspection on the nuclisens easy q incubator an electrical hazard was identified. It was determined that an oversize heat sink located on the electrical circuit inside the instrument could cause an electrical shortcut over the keyboard. This could result in overheating to the point there could be possible damage or fire hazard. This is limited to twelve (12) instruments. There was no adverse event at a user facility. This situation was detected during an in-house qc inspection.